Event description:
Device/procedure outcome: procedure cancelled/rescheduled,unable to use device - attempted. Patient outcome: f2301: additional device required, 104: cancelled/rescheduled - post sedation/sedation unknown. Event description: per cnf, it was reported that: when ripv selection was performed with farawave, the blood pressure dropped and cardiac tamponade was suspected through the intracardiac echo, so the procedure was discontinued. After that, drainage was performed, but the bleeding did not stop, so the patient was urgently transported to matsue red cross hospital (surgery department). Infected: no infection name: diagnosis or treatment: therapy resolution: not completed due to another reason where did event occur: inside the patient outcome: adverse event first time the unit was used: yes tested prior to use: yes, used before expiry date: yes, generator used: yes, yes, farastar ablation[?]catheter used other used event date: 2025-11-19. As reported device codes: 2099: no known device problem. As reported patient codes: 9042: cardiac tamponade, 9139: hypotension, 9128: hemorrhage.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.